Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
This complaint is from the clinical study. This event is possibly a target lesion revascularization. The target lesion was the mid left anterior descending (lad). The vessel was de novo, eccentric, chronic total occlusion, tubular, but not calcified. The diameter of the vessel was 2.21mm and the lesion length was 14.21mm. Pre-procedure stenosis was 100%. Aha/acc classification of the vessel was a type c. It was an elective case. Femoral approach was chosen for the procedure. Pre-dilation was conducted with a 1.5x15mm balloon at 12 atm. Inflation time was unknown. A 2.5x23mm cypher (lot i0405053) was implanted at 22 atm within 15 seconds at the target lesion. Post-dilation was conducted with a 3.0x15mm balloon at 22 atm. Inflation time was unknown. Timi flow was 0 before the procedure and 3 after the procedure. The residual % of stenosis was 0%. Intravascular ultrasonogram was conducted. The patient changed hospitals. Five months later, a stent (product, size all unknown) was implanted at another hospital. The target lesion, pressure, implant time was unknown. It is unknown why the procedure was conducted. There was no information regarding the procedure at all.